Event description:
A doctor alleged that a patient experienced premature consolidation of their femur; the bone hardened before their lengthening treatment could be completed.

Manufacturer narrative:
The doctor attempted to re-osteotomize the patient's femur; however, the procedure was unsuccessful. The patient's existing precice nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine.